Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Based on an edwards technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. Per procedure, a device history record (DHR) review is not required. In this case, per report, the calcification (severe) of the stj contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During final deployment of the 23mm sapien 3 valve, the commander delivery system balloon ruptured. The balloon was fully inflated. Post deployment angiography revealed mild paravalvular leak (pvl) and a decision was made to post dilate with a second commander delivery system and upon inflation the balloon burst before it was fully inflated. The valve was deployed as intended (70:30 aortic/ventricular) in good position and the patient was left with mild pvl. The delivery systems were discarded. There were no patient complications. The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No relevant imagery of the event was provided. The stj measured 22mm, height 20mm and was moderate to severely calcified. Per report, the size and calcification of the stj contributed to the balloon ruptures; there was no device malfunction.